Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62 lead, (B)(6)2013. A d314trm ICD, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed bacteremia. The implantable cardioverter defibrillator (ICD) and leads were explanted. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.